Event description:
It was reported that 3 weeks after a fall, the patient experienced shocking or jolting sensation at ins location with the device turned on. Palpating caused stimulation changes, but only when the device was turned on. Impedance readings were normal.